Event description:
Patient to the or for ra (operating room for regional anesthesia) laparoscopic incisional umbilical hernia repair with bard 11.4cm ventralight mesh. While patient was in pacu (post-anesthesia care unit,), it was realized that the scaffold was not removed from the mesh during the initial procedure. Patient was taken back to the operating room for a diagnostic laparoscopy. The echo 2 scaffolding was identified and removed with luq (left upper quadrant) trochar. The physician carefully examined the scaffolding and it was determined to be intact.